Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope¿s distal end was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that without securing enough distance from tip of the subject device, the user may have used a high energy endo therapy accessory, such as laser, high frequency. However, we could not specify cause of the suggested event. The event can be detected/prevented by following the instructions for use: IFU ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.